Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes bluselect report of after the product had been used, the customer noticed there was some water in the pilot balloon. No patient injury.